Event description:
One pt sample with discrepant total psa results. Initial result gave 12.03 ng/ml; sample repeated in 2008 gave 52.39 ng/ml. A second sample from the same pt gave 52.34 ng/ml. Falsely low results were not reproducible upon rerun. The investigational unit was unable to identify a specific root cause.